Manufacturer narrative:
The reported event of a leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, air was aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer.